Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: battery(B)(6). H3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: battery (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: battery (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: battery (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: battery (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: six (6) batteries (B)(6) were not returned for ev aluation as they were removed from service. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller in use during the reported events (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6). There were no power switching events involving (B)(6). As a result, the reported power switching events involving (B)(6) could not be confirmed. The reported power switching events involving (B)(6) were confirmed. The associated batteries had been lubricated prior to release. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported premature power switching event can be attributed to a momentary disconnection due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed(B)(6) fall in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-march-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 21-march-2023. H5: no. D1: battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-aug-2024 / serial#: (B)(6). D9: no h3: no h4: mfg date: 17-aug-2023 h5: no d1: battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-march-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 20-march-2023 h5: no d1: battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-march-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 21-march-2023 h5: no d1: battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-march-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 29-march-2023 h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a power switching issue with pioneer batteries. The event was associated with the use of the batteries, which are not implantable, and were replaced. No patient complications have been reported as a result of this event.